Manufacturer narrative:
Based on the allegation from the customer that the foot pedal was not moving in or out, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the helical coupler to resolve the issue. The system tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returning to isi for further investigation. The issue was confirmed based on field evaluation which indicates that the device did contribute to the customer reported issue. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure was conducted by an isi technical support engineer (tse) when the customer called in for assistance. Investigation revealed no system errors. Additional log review confirmed that system sk0101 was used on (B)(6) 2022 for a unilateral inguinal hernia procedure. The probable root cause is due to a malfunctioning helical coupler within the ssc. This complaint is considered a reportable event due to the following conclusion: the customer converted to another surgeon side console (ssc) after the start of the procedure due to foot pedal issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer reported that the foot pedal was not moving in or out on the surgeon side console (ssc). The customer pulled this ssc out and moved another ssc into the room. The ssc motor was making a funny noise and it was not spinning the "worm" drive. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the biomed stated the surgeon side console (ssc) foot pedal has been fixed. The customer stated there were no errors or issues with the ssc upon starting the procedure. When converting to another ssc, the procedure was completed with no reported patient harm or injury. There was a 5 to 10 minute delay during the procedure.